Event description:
A (B)(6) old female was implanted with an acticon device on (B)(6) 2002. On (B)(6) 2004, the pump was revised. On (B)(6) 2004, the cuff was revised. On (B)(6) 2010, the pump was removed and replaced due to fluid loss.

Manufacturer narrative:
Should additional info become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.